Event description:
On (B)(6) 2013, the reporter contacted animas because he received a maximum total daily dose (tdd) alarm, and review of the pump histories showed inconsistencies between the tdd and the basal and bolus histories as well as inconsistencies with what the patient says he delivered for boluses according to his personal record as compared with the pump's bolus history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/21/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the bolus history for (B)(6) 2013 shows 67.4 total units delivered via bolus. The total daily dose history shows 100.25 total units delivered with 32.4 units delivered via basal delivery. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Investigators were unable to verify or duplicate reported inaccurate history.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.